Manufacturer narrative:
Device evaluation of charger/modem (B)(4) has been completed. The reported problem (does not properly charge battery packs) was confirmed. As received, the charger/modem was unable to charge a battery pack. Upon evaluation, the q1 current controlling transistor was thermally damaged and there was liquid contamination on the battery board. The cause of the inability charge a battery pack is the damaged transistor and liquid contamination. The cause of the damaged transistor is the contamination. The root cause of the contamination is ingress of an unknown liquid. No adverse event resulted from the contaminated charger.

Event description:
A distributor contacted zoll to report that a patient's charger/modem was not properly charging the battery packs.